Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had an infection. Follow-up with the physician's office indicated that it was a staph infection caused by device erosion. The lead was explanted and replaced. No further patient complications have been reported as a result of this event, and the patient was reported to be doing well.